Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high accutni results, above the ami cut off, that were generated by the unicel dxc 600i synchron access clinical system. The original troponin result was 4.389 ug/l. Upon repeat the result was 0.024 ug/l. A separate sample was then collected 8 hours later that gave a result of 0.0 ug/l. The erroneously high results were reported outside the laboratory, but amended by the subsequent results and were reported out. Other chemistries were run on the dxc for this sample. The glucose (glucm) result was reported, but all the other chemistries were suppressed. There was no affect to patient treatment caused from this event.

Manufacturer narrative:
The sample was serum and centrifuged at 3000g for 10 minutes. The system reported a probe obstruction error at the dxc instrument. After the probe obstruction error, the serum was transferred to a new tube and respun. The false positive accutni results were caused by a clotted sample. No service information was provided by the customer.